Event description:
It was reported that the patient had a bent pin on the power module patient cable and white power lead connection. A controller exchange relieved the issue.

Manufacturer narrative:
Related MFR: 2916596-2023-06010. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a pin being lodged in the system controller¿s white power cable was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller revealed that a pin was lodged in socket 5 of the white power cable. The pin lodged in the connector was removed to perform testing on the returned controller. After removing the pin, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file contained approximately 16 days of data (04jul2023 ¿ 20jul2023 per the timestamp), and the downloaded system controller periodic log file contained approximately 11 days of data (B)(6) 2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit (lsl) without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook ) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.